Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain driver tip and one osseotite tapered implant were returned for inspection, attached to one another. A visual inspection revealed that the implant internal drive feature was damaged at the hex. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instsm rev d 02/16. Information identified: no-touchtm delivery of certain internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. The products were functionally tested. It was confirmed that the devices were stuck together, and required excessive force to be disengaged. The individual devices were further tested. Both no longer functioned, seating poorly with house mating devices, and becoming stuck at certain engagement surfaces. The complaint is confirmed. A root cause cannot be determined. The following sections have been updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while placeing the implant (B)(4) the driver tip stuck in the implant and would not disengage. It was also reported that the doctor was able to place another implant.